Manufacturer narrative:
Result: faulty fowler motor and fowler litter top assembly.

Event description:
It was reported by service report that the fowler would not ascend or descend, and it was stuck at 30 degrees. No pt involvement or adverse consequences were reported.